Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and no failure was confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube an inflation/deflation test was performed and no difficulties were observed at the time of inflation nor deflation. Additionally the sample was submerged into a container filled with water and no leaks were observed. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. In addition the device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device¿s cuff has an inflation/deflation issue. A customer indicated that reintubation was required.